Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the associated risk documents was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the stents from a trabecular microbypass stent system. Per report, the procedure was completed using a back-up device with no report of adverse patient impact. Additional information has been requested.

Manufacturer narrative:
The device was returned loose in the unsealed thermoform packaging tray. The device evaluation was completed, and the trocar was found bent. This finding likely may have occurred during the surgical procedure or how the device was shipped back. No non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product; however, the most likely cause is a heavily bias trocar during attempt to deploy the second stent. MFR# reference: (B)(4).